Event description:
During a new pump and catheter implant, the collet on the 8780 catheter came out on the side that is not pre-attached. The doctor was able to put the piece back on but engaged the collet in doing so. The collet was not used and a new piece was opened. The pump did not contain any drug at the time of the event. There were no reported symptoms related to the event and the status of the patient was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-1, lot# n485434, implanted: (B)(6) 2015, product type: accessory. (B)(4).